Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with low back pain, l5-s1 and underwent anterior retro-peritoneal approach for lumber inter-body fusion at l5-s1 utilizing peek globus implant 11mm * 8mm with small bone morphogenic protein kit for fusion with anterior instrumentation with intra-operative fluoroscopy and spinal cord monitoring. As per op-notes, "incision was made at l5-s1 level. Diskectomy was performed. Disk was removed in total. The bone morphogenic protein, which had been reconstituted for the appropriate time was packed with appropriate volume of the actual implant, which was selected and seated under fluoroscopic control under anterior-posterior view and the lateral view." The patient was stable. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.